Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a bent sample probe. The fse stated the sample probe was contacting the top of the wash station blocking fluid discharge which caused back pressure to the 3-way valve, resulting in the leak. The fse replaced the sample probe to resolve the issue. Information not provided by customer. (B)(4).

Event description:
The customer reported a leak and the generation high potassium (k) patient results on their au5800 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. Data was not provided by the customer.